Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported an incident of hypoglycemia requiring treatment by layperson within 24 hours of having attempted unsuccessfully to use the aviva system due to error within specifications. Because the customer was unable to obtain a blood glucose result from the aviva system, she took a speculative amount of insulin and subsequently had a the hypoglycemic episode. A request was made for the return of the meter and strips, replacement was sent.